Event description:
The customer reported no live image on the left screen and there were little white dots on the image. No patient injury was reported.

Manufacturer narrative:
The ge service rep identified this issue as an isolated problem to defective igbt snubber pcb. He replaced the defective pcb and calibrated the generator. The rep checked the system for proper operation, system operates as intended. Also defective footswitch was replaced.